Event description:
The user facility reported that although fio2 was 100% and oxygen gas was swept with a gas flow rate of 10l/min or more in the latter half of the circulation, it became in a severe state that pao2 was 120mmhg and paco2 was 50mmhg. Once cooled, the patient's temperature was lowered to 28°c, and the blood gas rate became stable. Therefore, the patient was rewarmed and managed to get out of the circulation. Although it was possible to get out from the circulation without replacing the product, the rate was suspected to be a decrease in gas transfer performance. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A4: weight: 56.8kgs. E3: occupation: clinical engineer. G4: PMA/510(k) - k130520. . H6: investigation findings: code 114 is based upon the information provided by the user facility; code 213 is based upon the investigation of the actual device. H6: investigation conclusions: code 4310 is based upon the information provided by the user facility; code 67 is based upon the investigation of the actual device. Investigation of the actual sample: visual inspection of the actual sample upon receipt no anomaly such as a breakage was found. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. They met the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. [Circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100%. [O2 transfer volume] @5l/min: 304ml/min., @3l/min: 202ml/min. [Co2 removal volume] @5l/min: 233ml/min., @3l/min: 153ml/min. Record review: the manufacturing record and the shipping inspection record of the actual sample no anomaly was found. Past complaint file: no other similar report of the product with the involved product code/lot# was found. Confirmation of the pump record: patient's height: 152cm, patient's weight: 56.8kg, patient's body surface area: 1.53m2. Circulation conditions at the start of extracorporeal circulation: [blood flow rate] 3.6l/min, [blood gas flow rate] 2l/min, [fio2] 60%. It was found that svo2 decreased after the aorta was blocked. No significant change in circulation conditions was found from the time the gas line was replaced. However, svo2 was found to be on the increase. In addition, it was found that blood temperature was lowered during this period. Cause of occurrence/ conclusion: based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found in the manufacturing records. As a possible cause of occurrence, it was inferred that the following factors occurred simultaneously. However, since no anomaly was found in the actual sample after rinsing, the cause of this case could not be clarified. [Po2] it was inferred that oxygenating did not keep up with the increase in the patient's oxygen consumption. This decreased svo2 and had an impact. It was inferred that blood-gas contact was hindered by some factor (e.g. Wet lung, blood clot). [Pco2] it was inferred that due to the effect of carbon dioxide swept into the operative field, pco2 of the blood in the operative field temporarily increased. Therefore, pco2 of blood entering the oxygenator through the suction line had increased. It was inferred that by lowering the temperature of blood, it became difficult to remove carbon dioxide gas (the lower the temperature of blood, the easier it is for carbon dioxide gas to dissolve, equals the more difficult it is to remove). IFU states: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows. A.control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease[?]fio2. To increase pao2, increase fio2. B.control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. (Warning)." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.